Event description:
It was reported the device was used during a bowel resection. Per the ord, the staples came apart and stool emptied into the abdomen. The ort provided the following info: surgeon is used to using a competitor's device which has a "c" mechanism which would lock the sections together. Ees's device does not have this. The ort checked the linear cutter and stated it was loaded correctly. The initial firing and the first reload (second firing) across the bowel appeared to be fine. The bowel was repositioned and a third reload was used lower in the bowel. Stool was noticed in the cavity and the prior two resected areas were found to be missing staples from one side of the cut line. The surgeon had sutured to close. It was then noted, the distal resected bowel was leaking and missing staples on one side of the cut line. This was again closed by hand suturing. The ort reported the tissue, where staples were expected, appeared untouched. Add'l bowel was resected to complete the resection and approximately 5 firings occurred. No difficulty in firing and no loose staples were found in the abdominal cavity. The surgeon rinsed the cavity with 5-10 liters of fluid and the or time was extended approximately 1 hr. The devices were discarded.